Event description:
It was reported the lead was first repositioned due to loss of capture. The lead continued to exhibit intermittent loss of capture. The lead was then removed and a new lead was implanted. The patient had no underlying rhythm and the decision to replace the lead was due to patient safety; although, the lead was functioning appropriately when it was interrogated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.